Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for five patients. The results were questioned by the physicians. The samples were repeated on another alinity c processing module and the results were normal. The following data was provided: customer¿s reference ranges: sodium: 137 to 145 mmol/l on (B)(6) 2024 sid (B)(6) , initial result = 171.6 mmol/l; repeat result = normal on (B)(6) 2024 sid (B)(6), initial result = 165.0 mmol/l, 164.5 mmol/l repeat results = 141.2 mmol/l, 141.2 mmol/l on (B)(6) 2024 sid (B)(6), initial result = 162.5 mmol/l, 162.3 mmol/l repeat results = 139.3 mmol/l, 139.3 mmol/l on (B)(6) 2024 sid (B)(6), initial result = 161.1 mmol/l; repeat result = 139.9 mmol/l on (B)(6) 2024 sid (B)(6), initial result = 161.2 mmol/l; repeat result = 139.8 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and rebuilt most of the ict system; however, the fsr was unable to determine a single definitive part the likely cause for the result issue. The alinity c processing module serial number (B)(6) , was considered the likely cause. An instrument service history was reviewed for (B)(6) and revealed no additional service tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for five patients. The results were questioned by the physicians. The samples were repeated on another alinity c processing module and the results were normal. The following data was provided: customer¿s reference ranges: sodium: 137 to 145 mmol/l. (B)(6) 2024 sid (B)(6) initial result = 171.6 mmol/l; repeat result = normal. (B)(6) 2024 sid (B)(6) initial result = 165.0 mmol/l, 164.5 mmol/l. Repeat results = 141.2 mmol/l, 141.2 mmol/l. (B)(6) 2024 sid (B)(6) initial result = 162.5 mmol/l, 162.3 mmol/l. Repeat results = 139.3 mmol/l, 139.3 mmol/l. (B)(6) 2024 sid (B)(6) initial result = 161.1 mmol/l; repeat result = 139.9 mmol/l. (B)(6) 2024 sid (B)(6) initial result = 161.2 mmol/l; repeat result = 139.8 mmol/l. There was no impact to patient management reported.